Manufacturer narrative:
The company rep replaced the dive manifold assembly (part number: 0104-00-0018). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company rep observed that k7 on the drive manifold assembly of the iabp makes loud tapping sound when activated. No pt was involved.